Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for total protein/total protein stat (tp) on a cobas integra 400 plus analyzer. The initial result was 11.62 g/dl with a data flag. The repeat result was 7.02 g/dl.

Manufacturer narrative:
The tp reagent lot number was 75011801 with an expiration date of 31-dec-2024. A general reagent issue was excluded as calibration and qc were acceptable. The field service engineer (fse) found that sample probes were leaking and replaced them. The leaking liquid may have contaminated the reagent cassette. The customer replaced the reagent cassette and has had no further issues.